Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2a, d2b, d4, d6b, g2, g4, h4, h6

Event description:
Patient reported left side rupture. Healthcare professional later confirmed left side no complaint against the device. Device has been explanted.